Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty removing the needle over the guidewire causing a break in the guidewire was confirmed but the cause is unknown. The product returned for evaluation was a 13.3¿ long fragment of a 0.018¿ guidewire. The core wire was seen protruding through the coils of the coil wire. No elongation of the coil wire was seen. A severe kink was noted in the coil wire 12.9¿ (32.8cm) from the proximal end. The break in the core wire corresponded with this kink. The length of the returned segment indicated that the guidewire broke slightly proximal of the weld tip. However, the distal segment of the wire, containing the weld tip, was not returned for evaluation. Additional slight bends were noted throughout the length of the guidewire. The guidewire outer diameter was measured in an undamaged location and was confirmed to meet the device specifications. When an attempt was made to feed the returned guidewire through a non-complainant introcan needle, the needle could be threaded over and retracted over the guidewire, per design. Microscopic examination revealed that the core wire contained a fairly straight break that was perpendicular to the axis of the wire. One side of the cross section showed a section of the wire that was flared to the side. No necking (thinning) of the wire was noted. The distal end of the coil wire contained a jagged break site that appeared to be perpendicular to the axis of the tubing with a longitudinally aligned split transecting it. The exact cause of the break in the wire is unknown at this time. As per the complaint description, the needle was difficult to remove over the guidewire. The source of resistance while removing the needle is unknown. It is possible that the guidewire became caught on the needle bevel, causing the resistance and fracture. However, the lack of elongation of the coil wire and material necking (thinning) of the core wire indicated that additional unknown contributing factors may have contributed to the failure. A lot history review (lhr) of redu4200 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a guide wire was inserted in this patient using the seldinger. Great resistance was met when the introducer needle was removing from the posterior end of the guide wire, leading to failure of withdrawal. No other information provided. Add: 06/17/2021: the returned device was found kinked.